Event description:
On (B)(6) 2010, baxter's (B)(4) technical services (cts) received a telephone call in which a customer reported an issue with one tina single pump. The customer reported that the device was giving numerous false "blood leak detected" messages. A baxter field services representative made arrangements to go onsite to investigate the device. As such, the device will not be returned to cts for eval. It is unk during what process the event occurred. There was no reported pt injury or medical intervention. Incident date: (B)(6) 2010. Baxter notification date: (B)(6) 2010. Product surveillance notification date: (B)(6) 2010.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of retrospective summary report (B)(4). (B)(4). These reports are being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to (B)(4) the actual device was evaluated and the reported condition of false blood leak alarms were confirmed. The root cause of the reported condition was determined to be that there was a leak in the blood leak detector. The blood leak detector was replaced to fix the reported condition.